Manufacturer narrative:
The investigation of pump stop has been completed. Insufficient data logs were returned. As per clinical, purge pressure rise from 400 to 600 mmhg observed in relevance to high motor current pump stop event on (B)(6) 2025. Impella cp pump was returned and visual inspection revealed large purge gap at outflow. No open electrical lines were found during electrical resistance test. Bearing wear issue was confirmed with return product finding. The cause of the pump stop was bearing wear which occurred beyond design life. The impella cp optical device is not indicated for support more than 8 days of design life period according to design trace matrix per instructions for use.

Manufacturer narrative:
The impella pump was not returned for investigation. Should new information be received, a supplemental manufacturer device report will be filed. Instructions for use: impella cp with smartassist for use during cardiogenic shock and high risk percutaneous coronary intervention, section: using the automated impella controller with the impella catheter: ¿achieving an act = 250 seconds prior to removing the dilator will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ section: using the automated impella controller with the impella rp with smartassist system catheter. ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella rp with smartassist system catheter. In this case, the motor is no longer being purged and may eventually stop. Monitor motor current and consider replacing impella rp with smartassist system catheter whenever a rise in motor current is seen.¿ impella cp with smartassist for use during cardiogenic shock, section: troubleshooting the purge system: ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ section: impella stopped: ¿if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿ impella cp with smartassist for use during cardiogenic shock and high risk percutaneous coronary intervention & impella 5.5 with smartassist for use during cardiogenic shock & impella rp smart assist system with automated impella controller & rp flex with smart assist system with automated impella controller. Section: warnings, cautions, and precautions: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Event description:
The complainant reported that roughly 9 days into patient support, an impella cp pump stopped unexpectedly. It was noted that the pump was being weaned at the time of the stoppage and that a high motor current alarm appeared shortly before the event. The pump was removed as a result of the failure. No patient harm was reported.